Event description:
It was reported that the patient implanted with this cardioverter defibrillator was hospitalized due to their device delivering several shocks. No additional adverse patient effects were reported. At this time, no further information has been provided. A request has been submitted to the field to obtain additional details regarding this event.